Manufacturer narrative:
Investigation: the lot number was not available from the customer for a device history record review, however, all lots must meet acceptance criteria for release. The nurse at the customer site stated that the machine was primed with citrate instead of normal saline. Root cause: the root cause for the citrate reaction is the operator error of priming the machine with citrate instead of normal saline. The cobe spectra apheresis system essentials guide provides a caution to "ensure lines are attached to correct fluids"

Event description:
The customer reported that a patient had a citrate reaction during a mononuclear cell (mnc) collection procedure. Two minutes into the procedure, the patient complained of nausea and facial parasthesia. 1gm of calcium gluconate was given to the patient via IV. The procedure was ended and rinseback was not performed. The patient is in stable condition. The customer declined to provide patient's ID.the disposable set is not available for return because the customer discarded it. This report is being filed due to medical intervention in the form of IV calcium gluconate.